Event description:
Procedure: lap living donor nephrectomy. According to the reporter: after a few minute of activation the device stopped to work (neither cut nor seal). No bleeding. No tissue damage. No unanticipated tissue loss. Nothing fell into cavity. No pt harm. Operating time extended: less than 30 min.

Manufacturer narrative:
(B)(4).